Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post percutaneous coronary intervention, patient experienced recurrent angina and target vessel revascularization occurred. On (B)(6) 2013, the patient was referred for cardiac catheterization. Target lesion was a denovo lesion located in the distal left anterior descending artery with 80% stenosis and was 9 mm long with a reference vessel diameter of 2.30 mm. The target lesion was treated with direct stent placement using a 2.25 x 12 mm study stent. Following post dilatation, residual stenosis was 0 %. On the next day, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, the patient presented with recurrent angina and coronary angiography revealed in-stent restenosis of study stent. The 75% restenosis of the previously placed study stent located in the distal left anterior descending artery was treated with percutaneous coronary intervention with 10% residual stenosis. The lesion with 75% stenosis located in the 1st diagonal was treated with percutaneous coronary intervention with 0% residual stenosis. On the following day, the event was considered as resolved.

Event description:
It was further reported that in (B)(6) 2013, the patient presented with a 1-month history of increased dyspnea on exertion and underwent cardiac catheterization. Myoview stress test was positive for inferior/inferolateral/inferoapical infarction with mild peri-infarction ischemia. In (B)(6) 2013, the distal lad was treated with cutting balloon angioplasty with 10% residual stenosis. Additionally, the 1st diagonal was treated with balloon angioplasty and placement of a 2.5 mm x 12 mm promus des with 0% residual stenosis. On the next day, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).